Event description:
Spontaneous report, from (B)(6). Local reference: (B)(4); authority reference: (B)(4); quality complaint was opened: references #(B)(4). This initial serious case report was received on 03-feb-2022 from a pharmacist by email. Additional information was received on 04-apr-2022 from qa department. Description of the incident (narrative): the report described cannula breakage during local anesthetic injection with the suspected device ultra safety plus twist (ser pre-montee para apic. 30x16mm) in patient's mouth during a para apical procedure on unspecified teeth. The patient was hurt with the cannula and inhaled or ingested it. No further information was available regarding patient. It was not reported if the cannula has been extracted. It was specified that the cannula was not bent prior injection. No information were provided whether there was an extreme pressure applied or sudden movement of patient during the procedure. There was no information on the outcome for the patient, or health impact (such as need for an intervention or hospitalization). Other information on the product from septodont: ultra safety plus twist (ser pre-montee para apic. 30x16mm); batch number #f51832aa; expiry date: unknown. This case was reported as serious by reporter and considered as serious due to internal convention (cannula breakage in mouth). Manufacturer's preliminary comments: the report described a cannula breakage from usp twist injection system during anaesthesia procedure. Causes of needle breakage may include insertion up to the hub, excessive pressure or movement of the needle during injection and/or a sudden movement of the patient during injection, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information in this report to conclude. Therefore, pending quality investigations and/or additional information, no root cause could be determined and no CAPA is required. Cause investigation and conclusion: this is the first complaint for a "cannula breakage" defect with the batch f51832aa (200 500 devices sold) and cannulas from the incriminated batch. No quality defects on devices were observed during investigation for this complaint and dentist's practice could not be discarded as a possible root cause. Based on data from the case report, and quality investigations results, no device quality defect was identified. No final root cause could be determined although an incorrect use is to consider (such as: multiple use, excessive pressure, sudden movement of the patient, use in spite of bone, use of an improper needle size) but there was insufficient information to conclude. Quality investigation report: the practitioner did not respond to the questions from the manufacturer, did not communicate the handle type or batch number and did not return any samples. No quality defect of the injection device or of the cannulas was observed during investigations. After investigation, no quality defects on devices were observed for this incident. Rationale for no review. Based on similar reports received by the company, product misuse could be the root cause although the IFU provides detailed indications on the proper use of the device. Cannula breakage is a risk of the device and already taken into account in the risk analysis. The residual risk remains acceptable, a review of the risk assessment is not required. Description of remedial action/corrective action/preventive action/field safety. Corrective action (fsca): no device quality defect was identified and no final root cause was determined. A misuse could be suspected. The IFU provides detailed guidance for device proper use. No corrective action is deemed necessary. Manufacturer final comments: no device quality defect was identified. No final root cause was determined (use error/misuse : possible). No corrective action is required.